Event description:
It was reported that the patient¿s cgm follow app displayed "low" while a point-of-care glucometer reading by ems showed hyperglycemia at approximately 600 mg/dl; the patient was not hospitalized, a new g7 sensor was installed with assistance at the residence, and the ilet remained disconnected for at least two hours before reconnection. Symptoms included no reported clinical effects, with the patient feeling fine. Outcomes included persistent high glucose that later trended downward. Investigation included review of device-reported data and troubleshooting and education on appropriate use, including guidance against using a meal announcement solely to deliver insulin in the absence of a meal; despite this, the user proceeded with a "more than" meal announcement to obtain insulin, and the daughter continued to monitor via the cgm app. Investigation of this case revealed a discrepant cgm reading relative to capillary glucose, likely due to cgm sensor performance or transient sensor inaccuracy, and user technique decisions including a nonstandard use of meal announcement to obtain insulin delivery after a sensor change and ilet disconnection. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors with contributory cgm inaccuracy, given the resolution after sensor replacement and algorithm-driven recovery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.